Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-11793. It was reported the patient had high impedance on multiple contacts. As a result, the patient is awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Related manufacturer report number: 1627487-2018-11793. Additional information received indicates that one of the leads had migrated through imaging. The patient underwent surgical intervention during which the patient's leads were explanted and replaced. Effective therapy was established post-op. It is unknown which lead had migrated, so both are being reported for migration.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2018-11793. Additional information received indicates that lead migration was confirmed with x-ray.